Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation under the lifevest. The irritation was described as a "skin breakage". The patient's nurse used (B)(6) and bandages on the irritation. The patient's garment was also adjusted so that the electrodes no longer came into contact with the area. Follow-up indicated that the irritation had healed.